Event description:
A report was received that the patient underwent a pocket revision to move pocket site to a more comfortable location. Ipg was replaced due to physician's preference, no malfunction suspected. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.